Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having trouble connecting with their ins- it would just spin on "looking for device" on their controller. It looked for almost 2 hours at one point. Stimulation also shut itself off and these issues coincided with each other. Analysis found that there was corrosion damage to the pcbs caused by liquid in the unit. Additional information was reported that the patient's stimulation is still stopping and stated that it will shut off. The patient stated that when he is walking for a "long distance" he turns his stimulation up pretty high and stated that the stimulation will "all of a sudden shut off" and stated that it is a "shock" to the body and it makes him feel like he is going to fall. The patient stated that his controller will "say that stimulation is off" when he hasn't turned his stimulation off. No further information was reported.